Event description:
It was reported that stent dislodgement occurred. A 3.00x12mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was dislodged from the stent delivery system after it was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was not returned. A visual and microscopic examination found that the balloon appeared to have been inflated. The distal outer was kinked distal to the bi-component bond. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x12mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was dislodged from the stent delivery system after it was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.